Event description:
The customer reported being hospitalized three times with diabetes ketoacidosis and high blood glucose of 600mg/dl. The caller mentioned that the insulin pump alarmed no delivery during basal the night before. Troubleshooting could not be performed as customer did not feel well enough to test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.